Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from wound healing issues and inflammation at the implant site since implantation surgery. Cultures confirmed a mrsa infection. The reported issues led to necrosis and an extrusion of the device through the skin. A skin flap revision surgery was performed, however the issues reoccurred. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Furthermore, an implant dislocation was reported, which might have also contributed to the observed issue. In addition two channels migrated post-operatively out of cochlea. This is a final report.

Event description:
Repeated inflammations around the implant site have been reported. Since the implantatation surgery, the surgical wound has never healed properly. Whenever the user wears the audio processor, the underlying skin becomes inflamed, with redness, pain, and a little effusion around the implant site. Recently, the user has stopped to wear the audio processor as the device's housing has extruded through the skin. The user was explanted. The electrode array will be left in the cochlea.

Event description:
Repeated inflammations around the implant site have been reported. Since the implementation surgery, the surgical wound has never healed properly. Whenever the user wears the audio processor, the underlying skin becomes inflamed, with redness, pain, and a little effusion around the implant site. Recently, the user has stopped to wear the audio processor as the device's housing has extruded through the skin. The user is scheduled for explantation surgery on (B)(6) 2024. The electrode array will be left in the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.